Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the guidewire lumen inside the balloon catheter had an abnormal shape under fluoroscopy. Additionally, an unknown system notice occurred indicating that a compromised outer vacuum was detected. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 17933 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle. Review of the catheter smart chip data indicated the catheter was used for four applications on the event date. During functional testing, frost was observed on the catheter coaxial connector. No thresholds were exceeded and no console system notices were generated. The inflation, ablation, and thawing phases were completed. X-ray inspection showed the guide wire lumen was kinked inside the balloon. Pressure testing and dissection of the balloon catheter did not reveal any anomalies. Both balloons and bonding were intact. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.41 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. The coaxial port was detached from the handle and was pressurized from the injection tube at the coaxial port while the free side of injection tube was blocked at the other side. Pressure testing showed bubbles were coming out from the coaxial port. A leak path at the bonding location of the injection tube and coaxial connector was identified. In conclusion, the reported issue of a guide wire lumen kink /twist was confirmed and the balloon catheter did not pass the returned product inspection due to a kink/twist on the guide wire lumen and a leak observed from the injection tube through the coaxial connector adhesive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.